Event description:
Info was received that reported a pt had an incident of hypoglycemia in 2006. During this reported incident 911 was called and paramedics were summoned as the pt had become incoherent. The paramedics managed the incident on site, with glucose and IV fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.